Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a bacterial infection. Patient's device system was explanted. Patient was doing fine.